Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('extending from the proximal aspect of the fallopian tube into the myometrium is a 3.5 cm in length silver metal coiled essure wire.') And dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vit. D deficiency"), dyshidrotic eczema ("dyshidrotic eczema on top of my foot") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, vitamin d deficiency, dyshidrotic eczema and menorrhagia outcome was unknown. The reporter considered dyshidrotic eczema, dysmenorrhoea, embedded device, menorrhagia and vitamin d deficiency to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : vitamin d deficiency and dishydrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received new reporter information, date of birth and indication was added. Case become incident event dysmenorrhea,menorrhagia,device embedded was added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('extending from the proximal aspect of the fallopian tube into the myometrium is a 3.5 cm in length silver metal coiled essure wire.') And dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vit. D deficiency"), dyshidrotic eczema ("dyshidrotic eczema on top of my foot") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, dysmenorrhoea, vitamin d deficiency, dyshidrotic eczema and menorrhagia outcome was unknown. The reporter considered dyshidrotic eczema, dysmenorrhoea, embedded device, menorrhagia and vitamin d deficiency to be related to essure. ¿concerning the injuries reported in this case, the following were described in social media : vitamin d deficiency and dishydrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.